Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Event 1: two (2) samples and five (5) photos were submitted to the manufacturer for evaluation. Through visual examination of the photos, three photos showed air bubbles within the bloodline and two images showed the product labeling. Through visual examination of the samples, no defects or abnormalities were observed. The samples were subjected to a leak test; leakage was observed on one sample at the luck site connecting to the spike tubing. It should be noted that the air-in-line or bubbles shown in the photos are attributable to this leakage. A review of the discrepancy management system (dsms) database and device history record (DHR) were performed for the reported lot number, and no abnormalities or non-conformances were noted during the in process or final product inspection. Based on the investigation of the photos and samples, the reported issue was observed. While the issues were observed, an exact root cause could not be determined. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: event 1: continuous air detector alarm; leaking through IV port and microbubbles from IV port though arterial and venous line.